Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, post-paced t-wave oversensing was observed. Abbott technical support was contacted and it was suspected the oversensing was intrinsic. Device reprogramming is anticipated but has not yet been performed. The patient was in stable condition.